Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The patient was a 67 year old male, 94.6 kg, bmi 29.1, caucasian medical history: b- cell lymphoma, hx smoking 1.5ppd x 25 years, covid, extensive mediastinal lymphadenopathy.

Manufacturer narrative:
Advanced failure analysis was conducted. The instrument was not confirmed to have a binding roll bushing. Grinding friction during manual rotation is more likely related to the corrosion of the roll bearing that was observed. The corrosion of the roll bearing likely led to the roll hardstop engagement failures experienced during in-house testing. Corrosion can develop during transit/storage, and was likely not present during the procedure. Further investigation into the logs of the procedure show this stapler experienced no engagement failures in the field.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 45 curved-tip stapler instrument sheath tore as it was being removed from the patient. The event occurred with the sureform 45 curved- tip stapler instrument the targeted tissue was the right lower portion of the lung. The stapler crossed over another instrument and due to the curved-tip of the stapler the angle was not able to give a good exposure for use. When the surgeon attempted to pull the stapler out to reposition the sheath of the sureform 45 curved-tip stapler instrument tore on while the stapler was being removed. No tissue damage occurred during the event or throughout the procedure. No fragments were left in the patient at the time of converting to an open procedure. The surgeon discontinued the use of the stapler. The procedure was converted to an open thoracotomy due to anatomy, the lower portion of the right lung was the target tissue and the surgeon did not have the proper exposure that was required to free the lung enough to safely staple that section. There was no error or complication with the da vinci system. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the sureform 45 curved-tip staplers instrument associated with this complaint. Failure analysis confirmed the reported event. Failure analysis found the primary failure of torn wrist cover to be related to the customer-reported complaint. Visual inspection was performed and the instrument was found to have a torn wrist cover. The tears measured approximately 0.085" - 0.218" in length. A missing piece, measuring approximately 0.242" x 0.433" in size, was observed and not returned with the instrument. No failures were observed during the log review. A common cause of this failure is attributed to the user. Additionally, the instrument failed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed, roll hard stop failures. Error code was observed during in-house testing. The instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated and friction was observed. A common cause of this failure is attributed to manufacturing. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.